Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported he has been going through batteries pretty fast. The customer was driving at the time of call. The customer was advised to insert a new battery and to check if the alarm recurs. The customer was not at home to go through process of cleaning battery cap. The customer will call back to finish troubleshooting. The insulin pump will not be returned for analysis.